Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2105064, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "on aug 6/2021, during the preparation of chemotherapy, at the time of withdrawal of paclitaxel, a deposit formed on the seal of the syringe (ref: (B)(4), lot: 2105064), probably silicone according to the preparer. ".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll 120/pkg contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2021, during the preparation of chemotherapy, at the time of withdrawal of paclitaxel, a deposit formed on the seal of the syringe (ref: 300629, lot: 2105064), probably silicone according to the preparer. "